Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the face seal tear remines unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pfa procedure, prior to inserting the catheter into the sheath, while aspirating, air was noted. Aspiration was performed multiple times but air was continuously aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.